Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 6935 implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) with complaints of discomfort at the level of left thorax. Evaluation indicated diaphragmatic stimulation from the left ventricular (lv) lead. The lead was repositioned and remains in use. The patient is enrolled in the marc study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).